Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of occlusion is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient was admitted to the hospital because of sudden sternal pain lasting for 20 days on (B)(6) 2014. The patient underwent a coronary stenting procedure on (B)(6) 2014, during which a 2.75 x 28mm xience xpedition stent was implanted into the mid left anterior descending artery (lad) that was 100% stenosed. The patient was discharged on (B)(6) 2014. In (B)(6) of 2015, the patient underwent re-examination as an outpatient. Coronary angiography was performed which revealed a vascular occlusion. The status of the implanted stent was unknown; however, it was recommended that the stent be implanted again. The patient was not admitted, medication was provided. It was not able to be confirmed if the event was related to the study stent and procedure. No additional information was provided.